Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on an unknown side on (exact date not reported). The patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
Additional information which was received on 10/28/2014. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 46/40 f on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2013 due to pain.

Manufacturer narrative:
This case was reopened on 07/15/2015 to enter additional information which had been received on 07/13/2015. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference of this file is (B)(4).

Event description:
Additional information: it has now been reported that the patient was implanted a durom us acetabular component 46/40 f.